Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event , as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's physician reported via phone call that the sensor readings were off and inaccurate. The customer was hospitalized for hypoglycemia. When the paramedics arrived to his home, his blood glucose level was 43 mg/dl. They treated him and his blood glucose level went up to 120 mg/dl when he reached the emergency room. His doctor removed the insulin pump because they did not want him to continue to receive the basil insulin. The device was not returned.